Event description:
The complainant alleges while unloading a patient from the ambulance, the stretcher did not engage with the safety hook and the stretcher lowered unexpectedly. After the incident, the complainant discovered a roll of tape lodged between the safety hook and the safety latch which compromised the engagement of the hook/latch. The patient alleged back pain as a result of the incident. No further details have been provided pertaining to medical intervention sought.

Manufacturer narrative:
The device was evaluated by a ferno authorized technician. The technician found a roll of medical tape lodged between the floor and the safety hook. This is what allowed the cot to allegedly miss the safety bail and lower unexpectedly. No repairs were needed and the stretcher was placed back into service..

Event description:
The complainant alleges while unloading a patient from the ambulance, the stretcher did not engage with the safety hook and the stretcher lowered unexpectedly. After the incident, the complainant discovered a roll of tape lodged between the safety hook and the safety latch which compromised the engagement of the hook/latch. The patient alleged back pain as a result of the incident. No further details have been provided pertaining to medical intervention sought.